Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic was chipped off when changing reservoir. The customer's blood glucose value was unknown. The customer stated that the insulin pump had rejected new battery, grinding noise when rewinding, needed to reset on every battery change, changing batteries every week. The insulin pump will not be returned for analysis.